Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that during a right posterior malleolus case, the head of a 34 mm 2.7 non-locking screw broke off when removing from the plate. The screw was being removed due to it being too long at implantation. The screw was left in the patient, and more screws were used in the other holes. There was no surgical delay.